Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer was hospitalized with high blood glucose. The date of hospitalization was unknown. Customer's blood glucose was over 700 mg/dl at the time of admission. Further information about the hospitalization was not provided at the time of the call. The customer declined to return the insulin pump for analysis.